Manufacturer narrative:
An eval of the devices cannot be performed as the device was retained by surgeon and not returned to the MFR. Additional info (including x-rays and medical records) was requested but not made available. Device history review indicated the device was manufactured and accepted into final stock with no reported discrepancies. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt has a distal femur and surgery requested implants for march 19 component exchange. Will have more info after surgery. Something was wrong with the knee. No xray evidence pre-operatively. When the knee was opened up, it was discovered that the bumper had broke".